Event description:
It was reported by the customer that during use in the cardiosave hybrid type I plug intra-aortic balloon pump (iabp) high temperature alarm appeared. No injuries has been reported.

Manufacturer narrative:
Updated fields: b4, b5, e1(initial reporter), g3, g6, h2, h3, h6(type of investigation, investigation findings, component code, conclusion), h11 a getinge fse inspected the unit and replaced three filters. After replacement of the part the iabp resumed normal operation and balloon inflation and deflation functioned correctly. The device has successfully passed all performance and safety tests specified by the manufacturer and is approved for clinical use.

Event description:
It was reported by the customer that during use, the cardiosave hybrid - type I plug intra-aortic balloon pump (iabp) malfunctioned. It was reported that high-temperature alarm appeared. Iabp was replaced with other device, and procedure was continued without issue. No injuries has been reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.